Event description:
The customer received a questionable hemoglobin a1c result for one patient sample. The initial result was 3.92% and was reported outside the laboratory. The physician called and questioned the result as the patient is a known diabetic. The customer pulled the sample and repeated testing with results of 7.94% and 7.83%. The repeat result was believed to be correct and the physician was notified of the corrected result. The customer was not aware of any adverse impact to the patient as the physician questioned the original result and did not modify treatment for the patient. The hemoglobin a1c reagent lot number was 68602501 with an expiration date of 09/30/2014. The field service representative determined the issue was possibly caused by a defective st2 probe air dryer. He found the st2 probe wash station was covered in dried blood. He replaced both sample probe air dryers, all six syringes and both sample probes. He cleaned dried blood from the sample wash stations and from multiple places within the analyzer section. The customer ran qc samples without issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.